Manufacturer narrative:
Additional, changed, and/or corrected data: b.6., h.6.

Event description:
Healthcare professional reported right side rupture. Later healthcare professional reported "rupture confirmed via ultrasound/mammogram". Device remains implanted.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of historical complaints on the complaint management handling system identified that there were other records for units manufactured on lot number 1492475: (B)(4): no complaint against the device. Device not returned to device analysis. (B)(4): no complaint against the device. Device not returned to device analysis. (B)(4): vomiting - ndr, pain, fibrimyalgia-ndr, nausea-ndr, varied injuries-ndr. Device not returned to device analysis. The search criteria of this query are mentioned in procedure qpp07-01- 004-her1-g02 wording guidelines for complaint investigation closure rev 6.0. The review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event a0412 material rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.